Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device identified wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement to implant interface. Depuy cement manufacturer. It also states that the original attune fb tibial tray and fb ps insert were replaced with a size 4 attune revision fb cemented tibia base, a 14mm x 50mm revision cemented stem, and a size 6 20mm fb ps tibial insert. There was no remnant of bone cement on the underside of the original tibial base. The observed pitting is consistent with 3rd body wear. Doi: (B)(6) 2015 dor: (B)(6) 2018 left knee.